Event description:
It was reported by the rep the (1) tx30g was used during a left upper lobectomy procedure. It was reported that the surgeon fired the stapler across lobar stem bronchus, then transected, then opened to find an open bronchus with no staples in the tissue. The surgeon then approximated lobar stem bronchus edges with 4-0 prolene suture, and placed another staple line across tissue with another device which worked as expected. Upon immediate inspection, no leaks were detected.